Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the report that the device made abnormal sounds could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through.the assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a laminectomy procedure, it was observed that the attachment device and the motor device emitted an abnormal sound while in use together. It was reported that the delay to the procedure was minimal and the surgery was completed with a spare device. It was reported that the procedure was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.